Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) is in hospice care and the ICD needs to be deactivated. Technical services (ts) discussed that the managing physician must submit an order requesting that tachyarrhythmia therapy be turned off. This ICD remains in service and will not be returned. No adverse patient effects were reported.